Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set removed from the skin and was not receiving insulin event 23-aug-2024. No further information available.